Event description:
The pt was given IV steroids. Prior to dialysis, he was premedicated with solu-cortef and benadryl IV. Gamma sterilized pmma dialyzer and blood lines were flushed with normal saline and circulated with dialysate solution for one hr prior to initiation of dialysis. The pt was in satisfactory condition. Pt had decreased breath sounds at bases and bilateral wheezes but with audible air movement in both lungs. Oxygen saturation on room air was 97% with no pedal edema. Pt was placed on nasal cannula and oxygen saturation rose to 100%. One hr after premedication, dialysis was begun. Five mins after initiation, pt's heart rate jumped to 120, oxygen saturation dropped to 70% and he became agitated with difficulty breathing. Breath sounds not audible. Dialysis discontinued immediately. Medications for anaphylaxis given and code called. Pt stabilized. (Also see 1000906 and 1000907.)